Event description:
During device set-up it was reported that the disposable could not be placed securely into the hardware. The hardware alarmed to indicate that the disposable set was not secure. No patient injury or adverse event was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.